Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements of 200 -220 ohms. At a previous device change out procedure, it was noted that the conductor was externalized. The lead was programmed unipolar at that time. Some noise was observed due to the lead being in unipolar, however the patient is not pacer dependent. No adverse patient effects were reported.